Event description:
(B)(4). Within 11-2 hrs after injection became extremely sleepy. Laid down and awoke with legs in spasm, excruciating pain, r knee cap pushed to the left and legs mis-shapen. Pain extended up outside of thighs into hips and has never gone away. No thigh or hip problems prior to injection. Falls and difficult painful walking since this extreme flare.